Event description:
International affiliate reports that the threads of the set screw became torn when the device was loosened from a previously implanted pedicle screw. Both screws were removed and replaced intra-operatively. Also, a concorde bullet cage was cracked during advancement into the disc space using a bayonet inserter. The cage was removed without issue. The affiliate reports there were no adverse consequences to the patient and no significant delay. See mfg medwatch report no. 1526439-2013-29025 for the mis single inner set screw that was involved in this event.

Manufacturer narrative:
Visual inspection of the returned concorde bullet cage found the device to have cracked in half through the threaded portion of the cage. A review of the device history record for the production lot found no discrepancies related to the reported event. A review of the complaint trend analysis for the product code found no observed trends for issues of this nature. The root cause the cage breakage cannot be positively determined. However, as noted in the accompanying instructions for use, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action/preventive action is required as there has been no issues identified in the manufacturing or release of these devices, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Manufacturer narrative:
Depuy synthes does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.